Manufacturer narrative:
The reported event of changes in charging pattern could not be confirmed. The results of the investigation are inconclusive as the product was not returned for analysis. The cause of the reported event remains unknown.

Event description:
It was reported that the patient was receiving less than 24 hours of battery life between charges. The patient may undergo surgical intervention to have their battery replaced.

Manufacturer narrative:
A patient experiencing recharge burden was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had their system explanted and replaced. Therapy was established post op.